Event description:
The customer reported image noise (star) during a installation involving an olympus gastrointestinal videoscope . There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.